Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.010.475. Lot: 7720478. Manufacturing site: bettlach. Release to warehouse date: january 17, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 , during the procedure femurs were broken and a femoral recon nail system was used. The surgeon was plotting the implant down, hitting down the impactor and the impactor broke off inside the aiming arm. Second set of aiming arm was used just to finish and on the right side it happened again. This time back up system was used, so there are two (2) broken aiming arms. It caused significant delay in the case. The first item that broke was the driving cap and the next item was the impactor, insertion handle. The lot number has been scratch off the knife and couldn't read it for now and the other insertion handle is different from the first one. The second piece on the right side that broke is insertion handle. Procedure was delayed for an unknown time. This report is for one (1) driving cap. This is report 1 of 6 for complaint (B)(4).